Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. No adverse effects were reported.

Manufacturer narrative:
Additional information received and attached by ICU medical on 27/jan/2022: no patient involvement. Event occurred during testing. Event problem and evaluation codes: updated after additional information received.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Three separate accuracy tests were performed and the device was found to be overdelivering to manufacturing specification. The investigation was unable to determine the cause of the reported issue. The expulsor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.